Event description:
It was reported that this implantable lead was part of the system revision due to bacterial infection. Reportedly, the blood cultures turned out with negative result and the physician mentioned that the implant pocket had been reopened due to the amount of skin remained during closure or the friction on the pocket area. No adverse patient effects were reported. The implantable lead was explanted.